Manufacturer narrative:
The recipient was reportedly prescribed amoxicillin-clavulanate and rifampicin days before surgery. The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced an infection due to head trauma. The recipient's device was explanted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional details regarding treatment will not be provided. The recipient's infection has reportedly resolved. This is the final report.